Manufacturer narrative:
The patient specific femoral guide was reported to cut on the lesser trochanter rather than the planned 10mm above. The surgeon continued with the procedure using the femoral guide. There is no evidence that further intervention has been required for this patient. Additional information, including a post-operative a-p pelvic x-ray has been requested for this patient in order to measure the osteotomy level to determine whether there has been any impact to the patient, and if received, will be provided in a supplemental report upon completion of the investigation. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The patient specific femoral guide was reported to cut on the lesser trochanter rather than the planned 10mm above. The surgeon continued with the procedure using the femoral guide. There is no evidence that further intervention has been required for this patient. Additional information, including a post-operative a-p pelvic x-ray has been requested for this patient in order to measure the osteotomy level to determine whether there has been any impact to the patient, and if received, will be provided in a supplemental report upon completion of the investigation. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
The patient specific femoral guide (k181061) was reported to cut on the lesser trochanter rather than the planned 10mm above. The surgeon continued with the procedure using the femoral guide. There is no evidence that further intervention has been required for this patient. Additional information, including a post-operative a-p pelvic x-ray has been requested for this patient in order to measure the osteotomy level to determine whether there has been any impact to the patient, and if received, will be provided in a supplemental report upon completion of the investigation. A root cause investigation into this issue has been conducted. The post-operative ap pelvic x-ray requested was provided by the surgeon representative and analysed. It was determined that the osteotomy level was 5.8mm lower than the planned osteotomy level. The pre-operative planning and design of the patient specific femoral guide were reviewed and all products provided were found to be manufactured according to specification. No root cause related to the use of the patient specific femoral guide could be identified. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The patient specific femoral guide (k181061) was reported to cut on the lesser trochanter rather than the planned 10mm above. The surgeon continued with the procedure using the femoral guide. There is no evidence that further intervention has been required for this patient. Additional information, including a post-operative a-p pelvic x-ray has been requested for this patient in order to measure the osteotomy level to determine whether there has been any impact to the patient, and if received, will be provided in a supplemental report upon completion of the investigation. A root cause investigation into this issue has been conducted. The post-operative ap pelvic x-ray requested was provided by the surgeon representative and analysed. It was determined that the osteotomy level was 5.8mm lower than the planned osteotomy level. The pre-operative planning and design of the patient specific femoral guide were reviewed and all products provided were found to be manufactured according to specification. No root cause related to the use of the patient specific femoral guide could be identified. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.